Manufacturer narrative:
Continuation of d10: product ID tm91scs (serial: (B)(6)); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient (pt) reported they lost all of their programs last night, the bottom of their feet was hurting and when they got up this morning to check the intensity or programs it didn't have nothing. Pt said the little thing goes round and round and it will not connect (agent understood its the communicator). Pt also said something is not connecting, it won't let them connect where they can see the 1,2 and 3 settings to change the intensity up or down. Pt said, 'both of their feet' started to hurt probably around 11:30 or 12:00 somewhere around there and its 'kind of burning and hurting. Pt also said the communicator was connecting yesterday and, in the evening, they checked it to make sure, they had it on 1 at 5 on the intensity and when they woke up this morning to see about the intensity to raise it up high but it wouldn't let them connect the communicator. Agent had pt to reset the communicator. Pt had both the communicator and handset off. The communicator was showing green light and plugged in from the charging cord. Agent explained that the communicator won't reset if its connected from the charging cord. Pt said the communicator was flashing blue when connecting to the my stim pc app then pt confirmed they were able to connect the communicator to the handset and accessed the therapy screen. Agent provided steps on how to avoid losing connection on the communicator. Troubleshooting steps taken on the call resolved the issue. Agent advised pt to monitor the issue and will call back if needed. Pt mentioned patient services helped them once before when it quit about 2 to 3 weeks ago.